Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/01/2012 with the following findings: a review of the pump history indicated that insulin delivery totals were inconsistent due to multiple manual time changes. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The patient's mother contacted animas to report that the patient was admitted to the hospital on (B)(6), 2011 with a diagnosis of dka. The patient's mother reported that at the time of admission the patient had a blood glucose greater than 600 mg/dl and had symptoms of nausea, vomiting, abdominal cramps, chest pain and tested positive for ketones. The reporter stated the patient was disconnected from pump and placed on IV drip. The patient was discharged on (B)(6) 2011. At the time of the call, the patient's mother stated that the night prior to being hospitalized the tubing came loose from the cartridge while the patient was asleep. The reporter informed animas customer support that the patient sleeps with the pump loose in bed or puts in waist band and the pump slips out of the waist band during the middle of the night. On the morning of (B)(6) 2011 the patient reportedly woke up and showered. The patient's mother stated the patient did not feel well and went back to bed and did not wake up till noon. The reporter confirmed the patient did not test her blood glucose when she woke up that morning. It is not known if the patient connected the tubing back to the cartridge or if she changed site/set when she became aware it was disconnected. When the patient woke up later that afternoon, her blood glucose read "hi" (greater than 600 mg/dl) when she tested. At the time of troubleshooting, customer support noted that review of pump history indicated the patient was not bolusing everyday as per blood glucose readings on meter. The reporter claimed patient is changing site/set every 2-3 days; however, review of pump history indicated differently. Prime history of pump showed a prime on (b)(^) 2011 and not again till (B)(6). During review of pump, customer support also noted there was no history for total daily delivery on dates of (B)(6). In addition, there was no bolus and basal history available for dates of (B)(6). The reporter confirmed with the patient that she was not disconnected from the pump on those days in question. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.